Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function. Therefore, the reported condition was duplicated and confirmed. It was further reported that the device had heat and corrosion. The assignable root cause was likely to have been worn bearings caused by exposure to organic debris and materials which led to corrosion and component wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the torque limiting attachment device was not functioning properly. During an in-house engineering evaluation, it was observed that the device did not function and had heat and corrosion. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.